Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with trace diffuse lamellar keratitis (dlk) in the right eye, at the one day post operative visit. The topical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 fcr 803.56 when add'l reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).